Manufacturer narrative:
(B)(4). Batch # u94t18. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the nslg2s35a device was received with skiving of the heat shrink (shaft cover) material not all present. Additionally, it was returned with yielding on the articulation joint and with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Due to the condition of the device returned not all functional testing could be performed with the generator. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. It is possible that this type of damage in the articulation can occur after the device undergoes heavy loading. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch u94t18, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the electrode ceramic separate or break off? Did the I blade get damaged or break off? Is the jaw damaged but not broken off? Is the top jaw loose but not detached? Is the top jaw ptc material damaged? Is the black ptc in the upper jaw detached? Is the top jaw broken off the of the device?

Event description:
It was reported that during a hysterectomy the doctor used a laparoscopic enseal, it broke in the jaw and had to use a new clamp to finish the surgery, there were no further incidents for the patient. The procedure was successfully completed with no patient consequences.